Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1788t, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds in multiple configurations. All configurations had phrenic nerve stimulation. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.